Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor within 10 minutes. Results of 94 mg/dl and 501 mg/dl were plotted on the parkes error grid. The results fell in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.